Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the discardit ii¿ syringe w/needle when they have attached the syringe in the dialysis machine then reflux of blood is seen in the plunger. Not only in one syringe but around 3 to 4 syringes. There were 20 occurrences. The following information was provided by the initial reporter: (B)(6) hospital is using discardit 20ml 21 1.5 pc syringe in the dialysis unit but when they have attached the syringe in the dialysis machine then reflux of blood is seen in the plunger as seen in the pic and not only in one syringe but around 3 to 4 syringes.

Event description:
It was reported that during use of the discardit ii¿ syringe w/needle when they have attached the syringe in the dialysis machine then reflux of blood is seen in the plunger. Not only in one syringe but around 3 to 4 syringes. There were 20 occurrences. The following information was provided by the initial reporter: using discardit 20ml 21 1.5 pc syringe in the dialysis unit but when they have attached the syringe in the dialysis machine then reflux of blood is seen in the plunger as seen in the pic and not only in one syringe but around 3 to 4 syringes.

Manufacturer narrative:
Correction; describe event or problem: it was reported that during use of the discardit ii¿ syringe w/needle when they have attached the syringe in the dialysis machine then reflux of blood is seen in the plunger. Not only in one syringe but around 3 to 4 syringes. There were 20 occurrences. The following information was provided by the initial reporter: using discardit 20ml 21 1.5 pc syringe in the dialysis unit but when they have attached the syringe in the dialysis machine then reflux of blood is seen in the plunger as seen in the pic and not only in one syringe but around 3 to 4 syringes. Investigation summary: DHR 1807504: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2011 (july 12th - 14th, 2018). Syringes were assembled in machine, nº4252, nº4251, nº4208, and nº4204, in lot #8186940 (july 9th ¿ 16th, 2018). Research has found no problems, defects or qn related to the reported issue. Bd has also reviewed the barrel lots #8185517, and no problems, defects or qn related to the reported issue were found. Bd has also reviewed the plunger lots #8185526, and #8163671 and no problems, defects or qn related to the reported issue were found. Bd has been provided with a picture of the affected sample. A leakage through the plunger rod was observed in this provided picture. We could confirm the reported issue. Conclusion(s): after the evaluation of the received picture of the sample, bd concludes that the cause of the problem could be produced because of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine.